Event description:
It was reported that the physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. The dilator was inserted again and the thumb advancer was successfully retracted and the device was removed. Hemostasis was achieved with the clip. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device confirmed clip deployment, the access port retraction mechanism had been activated and retraction of the thumb advancer/delivery tube assembly had occurred. All external observations of the handle were normal for a post clip deployed, access port activated device with no detected damage. Also detected were broken vessel locator wings. Damaged vessel locator wings are consistent with difficult to remove device complaints. The wings were still securely attached to the vessel locator assembly and it was determined that there was no missing wing material. A possible, though unconfirmed root cause for the damaged wing condition is operational context in the use of device, either procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the clip delivery tube set through the tissue tract. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition can inhibit correct locator wing retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Anatomically, any feature within the body, scar tissue, calcification etc. That may prevent correct locator wing retraction may have been encountered. However, no anatomical info was supplied. The reported inability to activate the access port retraction mechanism during the initial attempt could not be confirmed. It was reported the second attempt of activation was successful indicating proper mechanism function. Examination of the device and its associated access port release mechanism components did not detect any obstruction or anomaly that may have prevented its proper initial operation. No mfg or quality issue was detected during device inspection and lot history review. Based on the facts from the investigation, the complaint is related to the operational context in which the device was used.